Event description:
It was reported that during a ptca/stent procedure, difficulty was encountered crossing a moderately calcified lesion in the om, and the dilatation catheter burst after being pressurized to 18-20 atmospheres (contrary to IFU, above rbp). The dilatation catheter was removed from the anatomy, and was observed to be missing the distal section of the balloon. The separated section of balloon was found inside the guiding catheter when it was removed. No pt effects were reported; no intervention was reported.